Event description:
Nicu [neonatal intensive care unit] provided pump to biomed team for inspection, stating it did not run as expected. Biomed team pulled logs, found that user set the volume for 440ml, but the syringe model can only hold up to 60ml (and the pump calculated a starting reservoir volume of 40ml).